Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 56621, were returned and analyzed. The data files showed that at least 25 applications were performed with a non-returned balloon catheter without any issue on the date of the event. Visual inspection of the returned balloon catheter showed the product was intact without any issue. Smart chip verification showed that the catheter was used for 22 applications on the date of the event. The catheter failed the performance test due to error (B)(4) (leak detection) upon connection when the active vacuum was enabled. The dissection and pressure test showed a double balloon breach. In conclusion, the balloon catheter failed the returned product inspection due to the double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.